Event description:
An electronic report was received from a user facility which stated a pt coded with the use of this dialyzer. A verbal report was provided and treatment sheets of this event. For this event the pt was noted to have crackles bilateral pre-rx. This was a 2 hour ultrafiltration for fluid for fluid removal. Pre bp was 216/111. The pt started uf with bp of 233/116 and after 1 hour of treatment the bp dropped to 86/48, pulse of 72 and the pt became sob, 02 was given, the staff gave ns when the pt became unresponsive for approx 3 minutes, then an additional bolus of ns was given. The pt became responsive with a bp of 217/63. Pt now feeling better. The pt was able to complete 1 hour 15 min of prescribed therapy as ordered. The don believes the symptoms reported "could not be e-beam. This pt is withdrawn, has increased bp and is not taking her meds, has increased fluid, and her feet are swollen and staff is unable to remove enough fluid. We request the pt return for an extra treatment to remove fluid and the pt doesn't respond. The pt has recently lost her husband who was also on dialysis and she frequently states "he is waiting for me." The pt has a history of apnea and heart failure." A companion sample is available for evaluation. The pt receives hemodialysis in this unit and a 160nr has now been prescribed. It is reported the pt continues to have unresponsive episodes but with less frequency.